Manufacturer narrative:
Labeled for single use, corrected data: the field for single use indication was inadvertently marked as ¿yes¿, but was intended to be marked as ¿no¿. Evaluation codes, corrected data: the evaluation codes were inadvertently entered incorrectly in the initial report.

Event description:
The tablet was received for analysis which was completed on 04/26/2016. The tablet was received without a usb serial data cable. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported by a physician's office they were having trouble interrogating a patient's generator. Troubleshooting was performed by confirming that the programming wand light stayed on for more than 25 seconds when tested. The tablet was plugged into the wall and interrogation was attempted again with the tablet unplugged from the power outlet, but still could not interrogate. The message received was stated to be "unable to open port". The usb serial data cable was unplugged and plugged back in 10 seconds later, but the same error message appeared again. It was stated that the tablet was used successfully a few weeks prior. A replacement cable was sent to the office. Later follow-up to the physician's office on (B)(6) 2016 found that after replacing the usb serial data cable the "unable to open port" error message was no longer being displayed. The usb serial data cable was reported to have been discarded by the facility. Additional relevant information has not been received to-date. The programming tablet has not been received to-date.